Event description:
A terminally ill pt with poor prognosis and expected death was admitted to the hospital in 2008. 40mg morphine and 35mg midazolam was prescribed subcutaneously via an ms16a syringe driver at 2mm/hr for comfort cares. Infusion commence at 22:15 hours. Volume in syringe was 48mm +/- solution used for priming tubing (approx 2mm). At 23:50 hrs, the syringe was found by nursing staff to have less solution than anticipated; 22mm instead of the +/- 44mm. The pt died at 02.45hrs on the day before. Nursing staff unable to account for approx 22mm of infusion. The device is currently held by the police in new zealand and the coroner is investigating this death. It is unknown at this state if, or when, the device may be available for eval.

Manufacturer narrative:
The device is currently held by the police in new zealand and the coroner is investigating this death. It is unknown at this stage if, or when, the device may be available for eval.